Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 943 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, dizziness, confusion and a stomach bug. The patient was treated in the emergency room (ER) with intravenous insulin; patient was then transferred to a children's hospital, where she was admitted and treated with insulin and intravenous fluids. The patient was released the following day. The pod was removed in the ER and was discarded. Upon removal, patient's mother found that the cannula had dislodged during pod wear, and appeared bent as well.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and appeared bent. This condition could interrupt insulin delivery and contribute to hyperglycemia/dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.